Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for separation was observed. Regular inspections for the adhesive bond where the bond will not be broken with a force of 5 lbs. The uv sensor is challenged to make sure the glue is cured. Additionally, the photo depicts an extra straw/needle assembly is present in one bag and is missing in the other bag. Therefore incorrect count can be seen in the photo. Ten (10) retention samples from bd inventory were evaluated by visual examination and the issues of separation and incorrect count were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes separation and incorrect count. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® urinalysis transfer straw kit one straw separated from the holder. Additionally one kit had a half a straw missing while another kit had half a straw extra. There were no health consequences or impacts reported.